Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose was high upto levels 400 mg/dl. The patient was treated with intravenous insulin drips and insulin pen shot. The patient was in the hospital for less than 24 hours. No further information available.